Event description:
It was reported that the ilet pump displayed recurrent low battery alerts and exhibited poor charging despite a solid green charging indicator, and a replacement charger was dispatched for further evaluation. Customer care provided assistance with charger replacement logistics. Investigation of this case revealed that the device accepted a charge but did not retain sufficient power to resolve low battery warnings. Symptoms included no adverse clinical effects. Outcomes included no impact to the patient¿s health. It was concluded that a charging performance issue was present, and the charger replacement was provided.